Event description:
Upon receipt of the device after installation of the meter on the electronic patient gas system (epgs), the user reported that the flow meter indicated that the flow was out of range. There was no patient involvement, since this was an out of box failure. Investigation in process, but not yet completed.